Event description:
The customer stated that the central monitoring system (cns) freeze and the waveform stops moving across the pt sectors. Mouse, keyboard, and touch screen are not functional. MFR # 8030229-2015-00164.